Event description:
Pt experienced an infection in the area of the device which included hematoma. The infection was described as methicillin resistant staph aureus at the button hole of right thigh placement. The treatment facility indicated the infection was possibly related to the lifesite. Initial attempts were made to treat through for the infection. The device was subsequently explanted and a new device placed in the left femoral vein in 2004.